Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon was able to pressed the green button but the handle did not extend completely, only partial so the device did not fire. Two reloads were tested but same issue occurred. The surgeon change the reload again to resolve the issue. There was no patient injury.